Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, there was a stem subsidence. Additional information received on 07/15/2021 from sales rep (B)(4): product ID's and lot numbers of components involved, implantation and revision facilities' name, date of original surgery, date of revision.